Manufacturer narrative:
The customer complaint could not be confirmed because the customer refused to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a channel disconnect message and pump shut off during a dopamine infusion, dosage and rate not provided. The patient complained of some lightheadedness but did not require any medical intervention and had no harm or lasting effects from this event. There were 4 pump modules running at the time of the event; module "d" was the dopamine and the other infusions were not specified and remained running. The affected module was replaced in order for the dopamine infusion to continue. The inspection report performed in the biomed department at the facility stated the iui for channel "d" was corroded and replaced.